Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when performing the lock/stabilize deflate and press button 2 (lsd-2) removal steps using a 6-12f mynx control venous vascular closure device (vcd), the physician did not engage button number 2 on the mynx control handle, and when the device was pulled out, part of the sealant was still attached to the tip of the catheter. No other interventions were necessary. The tech held manual pressure for 3-5 minutes and the patient achieved hemostasis. There was no reported patient injury. The physician was using mynx control to close the left groin through a non-cordis 8f sheath post supraventricular tachycardia (svt) ablation. A non-cordis sheath introducer was used. The femoral artery suitability was verified using venography, and the vessel type was venous. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The stick location was the femoral vein. The sealant was deployed partially above the access site and did not dislodge from the arteriotomy. The sealant seemed to stick to the device. It is unknown if the device storage temperature exceeded 25°c. The patient was of normal size with no shallow vessel depth. Button #1 was fully depressed, but the balloon was not fully deflated, and button #2 was not fully depressed. No resistance was noted during use of the device. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, when performing the lock/stabilize deflate and press button 2 (lsd-2) removal steps using a 6-12f mynx control venous vascular closure device (vcd), the physician did not engage button number 2 on the mynx control handle, and when the device was pulled out, part of the sealant was still attached to the tip of the catheter. No other interventions were necessary. The tech held manual pressure for 3-5 minutes and the patient achieved hemostasis. There was no reported patient injury. The physician was using mynx control to close the left groin through a non-cordis 8f sheath post supraventricular tachycardia (svt) ablation. A non-cordis sheath introducer was used. The femoral artery suitability was verified using venography, and the vessel type was venous. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The stick location was the femoral vein. The sealant was deployed partially above the access site and did not dislodge from the arteriotomy. The sealant seemed to stick to the device. It is unknown if the device storage temperature exceeded 25°c. The patient was of normal size with no shallow vessel depth. Button #1 was fully depressed, but the balloon was not fully deflated, and button #2 was not fully depressed. No resistance was noted during use of the device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2503004 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inaccurate placement complete" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that the balloon was not fully deflated and button two was not fully depressed. As per the instructions for use (IFU), after the sealant is compressed against the arteriotomy, lay down the device for 2 minutes then retract the syringe plunger to lock position. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.